Event description:
It was reported that the ilet would not unlock and appeared cracked, and the device was not connected to the app; this aligned with a device problem of unresponsive controls affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem in conjunction with an unresponsive key/button affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.